Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is only showing partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the pump vibrated itself on the shelf and the screen broke, only one-line works. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with missing segments/partial display due to bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to missing segments/partial display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.